Event description:
In 2006, pt in or for laparoscopic tubal fulgeration 8-10 weeks postpartum per preadmission assessment/history. Perforation of uterus occurred during ltf from humi uterine manipulator. Cauterization and placement of surgicel was made to control small amount of bleeding.